Event description:
Boston scientific received information that during a routine device follow up, this right ventricular (rv) lead and pacemaker exhibited an increase in pacing impedance measurements, from 860 ohms previously to 2060 ohms currently. Also, the pacing threshold measurements had increased. A lead fracture was suspected. An x-ray was performed and no visible damage to the lead was observed. The lead was then tested in the unipolar configuration, where the impedance and threshold measurements were within normal range. It was then decided to leave the lead in the unipolar configuration and increase follow-ups to every three months. No lead revision was planned at this time. No adverse patient effects were reported. Additional information was received that the patient was seen to check the device prior to receiving radiation therapy. When the device was interrogated, there was a recorded episode where noise on the right ventricular channel was oversensed and caused pacing inhibition for about three seconds. The noise corresponded to a recent non-device related procedure that the patient had. No adverse patient effects were reported. The patient was transferred to another center where the patient will receive radiation therapy so they can monitor and adjust the device programming accordingly.

Manufacturer narrative:
(B)(4). The pacemaker and rv lead remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.